Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and its purge system was thoroughly tested, but no anomalies were discovered, however the purge motor seemed a bit louder than usual, and its shaft harder to spin (but still within specification). Although no direct evidence of any hardware malfunction was found, the purge assembly will be replaced as a precaution, due to prior purge issues reported. The cause of the console being unable to prime was unable to be determined because the issue was unable to be reproduced, and neither purge cassette or pump were returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella rp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by exchanging the console. The patient ultimately expired as care was withdrawn, but there is not enough information to exclude the impella device as an associated factor in the patient's demise.